Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis (pa) on 7/2/2013 and 7/9/2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and pa noted that error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/14/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/8/2013 and 11/5/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 sc 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.